Manufacturer narrative:
(B)(4). There has been no indication that there was any loss of audio function or any health risk. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a speaker malfunction inop on the monitor. No patient harm was reported.